Event description:
I started having nerve problems in my hand and started to physical therapy. It then became trigger thumb and I had to have corrective surgery (B)(6) 2017. I also had tonsil stones that would not go away and have to have tonsillectomy and adenoidectomy (B)(6) /2018. I've also been having rls/insomnia, chronic dry eyes, anxiety/depression/panic attacks, loss of hair, night sweats, metallic body odor and metallic taste in mouth, chronic inflammation, brain fog, tinnitus, vertigo, headaches, hip/joint pain, decline in vision, fibroids/cysts, candida/thrush, sinusitis, bronchitis, fatigue, weight gain, memory loss, skin/face rash, chronic chest pain/pain in breast, choking while sleeping, flu like symptoms, melasma, rapid eye movement, cold/heat intolerance, teeth enamel breaking, reflux/heartburn, difficulty concentrating, stomach sensitivities, aging skin. FDA safety report ID# (B)(4).